Manufacturer narrative:
Product ID: 977a260, lot# va1sazp014, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (s/n: (B)(4)) found the lead was broken at the anchor site. Fdc pertains to the lead (s/n: (B)(4)). Fdm and fdr pertain to the lead (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va1sazp014, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the lead had high impedance. It was reported that therapy was not optimal. Four contacts had high impedance. They reprogrammed the lead with other contacts and manage therapy was going on for some time but in (B)(6) 2019, more contacts was with impedance and with no stimulation. Factors that may have led or contributed to the issue were not applicable. Troubleshooting performed using the impedance check. Actions taken included a reprogram on the other contacts. The lead had been replaced now. The issue was resolved. Relevant medical history includes pain.